Event description:
It was reported that a pta balloon ruptured during the first inflation (atm unk) in a central vein stenosis and portions of the balloon detached in the pt. A snare was used to successfully retrieve the detached balloon pieces without further incident. Another balloon catheter was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The investigation is inconclusive as the device was not returned. It is possible that the rupture contributed to the balloon detachment. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.